Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. Reviews of the dimensional verification, complaint history, device history record, documentation, drawing, instructions for use (IFU), manufactures instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that one flexor raabe guiding sheath (kcfw-6.0-38-90-rb-raabe) without the dilator was returned for investigation. The biomatter was present throughout the device. There was a separated, elongated and tangled wire at the distal end of the sheath. The device was measured to be 64cm (26cm unaccounted for). No other surface damage was noted. Investigators were able to successfully recreate the reported failure mode. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should also be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufactures instructions, drawings, and quality control procedures were conducted, and no gaps were discovered. Moreover, an IFU is provided with the device which states ¿reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal.¿ based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be established. Investigation believes possible causes could include patient anatomy, the nature of the procedure, and/or user handling. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Concomitant medical products: concomitant devices: unspecified balloon, unspecified atherectomy device. PMA/510(k) number = pre-amendment. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, a flexor raabe guiding sheath unraveled during removal from the patient's anatomy leaving a portion of the device behind. The patient was undergoing a below-the-knee procedure in the iliac via contralateral approach. Although there was scar tissue, no resistance was felt upon insertion of the complaint device. The patient's anatomy was neither calcified nor tortuous. The complaint device was over an unknown manufacturer's 0.35" amplatz wire in the bifurcation of the right iliac at the time of the event. The physician attempted to use a snare device to remove the remaining portion of the complaint device but was unsuccessful. The portion remained in the patient's anatomy. An additional procedure was scheduled and the portion was successfully removed. The patient is doing well. The complainant reported there were no adverse effects as a result of this occurrence.